Event description:
Olympus was informed that during a transoral tongue base resection procedure, the blade of the suspect medical device snapped and caused damage to the pt's tooth. The suspect medical device was used in combination with a fk-wo tors laryngo pharyngoscope retractor. The malfunction occurred during preparation of the laser after the fk-wo tors laryngo pharyngoscope retractor was retracted and put in the desired position. The intended procedure was reportedly completed by using a similar device.

Manufacturer narrative:
The suspect medical device was returned to olympus for evaluation. Evaluation confirmed the reported phenomenon of a broken off blade. The present failure mode/failure mechanism is actually under investigation. Similar devices are being tested with particular focus on their fracture strength. However, the exact cause of the pt's outcome and the reported phenomenon could not yet be determined and therefore, is being preliminarily judge as unk. If additional significant info becomes available at a late time, this medical device report (MDR) will be updated accordingly. Olympus submits this incident as a MDR in abundance of caution.